Manufacturer narrative:
The facility reported an infusion pump with an air in line alarm condition. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. However, the ail pcb can not be calibrated. Therefore, the pump head module (phm) channel a was replaced.

Event description:
During service of the device on-site, the baxter field service engineer reported an infusion pump with a defective ail (air in line) pcb (printed circuit board) in channel a. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.